Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013 at 345am. The patient reported a blood glucose result of "180 mg/dl" with the subject meter. The patient manages his diabetes with insulin through pump therapy. Based on the alleged result, the patient administered self an increased dose of humalog insulin (5 units). About 10 minutes later, the patient claims he felt "uneasy" and had "low blood sugar" symptoms. Symptoms were not specified. The patient retested on the subject meter and obtained a blood glucose result of "200 mg/dl" which did not correlate with his symptoms. The patient tested on another device and obtained a blood glucose result of "48 mg/dl." The patient drank orange juice as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.